Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure. The angio-seal was deployed with no complications. About 3-4 weeks later, the pt complained of claudication in the leg. A follow-up angiogram revealed what appeared to be a clot at the puncture site. There was notable peripheral vascular disease (pvd) in the common femoral artery, but a large lumen was present at the puncture site. The pt was placed on coumadin, dose unk. The pt's caludication solved within 2-3 weeks of treatment. No other complications were noted.